Event description:
I had breast augmentation in (B)(6) 2010, and by 2015 was losing hair rapidly, from there my health started to decline at rapid pace. Gastrointestinal issues, was diagnosed with sibo and leaky gut. Autoimmune disease, alopecia and lupus autobodies. Chronic inflammation. Hyperthyroid. The list goes on: anxiety, depression, chronic fatigue, muscle weakness, brain fog, memory loss, difficulty concentrating. Yellow bubbles in eyes redness in eyes, long lasting colds, flus, infections, dizziness, hair loss (possible alopecia diagnosis); dry skin/hair, eczema, skin rashes on hand and feet, slow healing, visual disturbance, decreased libido, pain in breasts. Food intolerance/allergies, tender and swollen lymph nodes inflammation. Shortness of breath, night sweats, ibs, sibo, leaky gut, thyroid, methylation issues, hypoglycemia, poor water absorption/always thirsty; frequent urination, plaque build up on teeth, scalp pain / tenderness. Nauseous all the time, back, neck and joint pain. Uncomfortable warm sensation in right breast, hormone imbalance. Bloated, adrenal issues, hot flashes / sweating, easy bruising. I decided to explant as I felt my implants were poisoning me after seeing a list of ingredients that were in them. This list was never given to me prior to having them and with consulting with surgeons. When I decided to explant, I consulted with three plastic surgeons, and I told them that I thought I might have a rupture, all three did an exam and I was told that although it was possible, it was highly unlikely and they didn't see any signs of rupture. I went ahead with the explant in (B)(6) 2018 and the right one was ruptured. So glad to have those toxic bags out of me and so upset to see that the FDA has allowed them to be on the market and ruin so many lives. They need to be recalled. Or at the very least for public safety, they should be clearly labeled with ingredients and possible side effects.